Manufacturer narrative:
At the time of the investigation, product was not available for evaluation. Therefore, no testing could be performed. The reported event cannot be confirmed. A search for related complaints from lot number 60267627 from the last (B)(6) months was conducted using qlik report. 1 related complaint(s) found. Refer to the attached report for additional details. Per attached DHR summary page provided, no related deviation, ncmr, nc or CAPA was initiated, during the manufacturing process of the reported lot#. All devices meet material, assembly, and performance specifications at the time of product release. Refer to the attached DHR summary page for additional details. Based on the information obtained, product malfunction and product deficiency cannot be confirmed. No further investigation is required. Johnson & johnson surgical vision will continue to monitor this type of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Sex, weight, and ethnicity: unknown. Device evaluated by MFR: the patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. If there is any further relevant information, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a suction loss (after the laser fired) occurred with a patient interface. The surgery was completed successfully. There was no patient injury and/or surgical intervention required.